Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had error code 210.5020. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b21 annex c: c21 annex d: d16 additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer? Annex b: b01 annex c: c16 annex d: d03. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: field technician stated issue of error code 210.5020 was confirmed. Received on 24-mar-2025, lvp device was received unboxed and with paperwork. Unit powered up to error code 210.5020. Internal inspection revealed that the second pin on the harness to the display board was not attached to the connector causing error code 210.5020 at power up. Device to be returned to san diego repair center for normal processing. Recommend bd san diego repair center to replace the bezel. Failure investigation report attached to sap. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.